Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user advised chair was charging and when removed from the charger chair will not turn off.